Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was not returned

Event description:
It was reported that this patient had a ventricular assist device implanted on (B)(6) 2013. On (B)(6) 2015, the patient called the hospital, concerned about "high power consumption alarms, approximately 0.5 watts above the normal range". The patient was hospitalized immediately, and an acoustic analysis of the pump clearly indicated a pump thrombosis, with high haemolysis parameters. On (B)(6) 2015, there were intensifying signs of a pump thrombosis, and the patient underwent a pump exchange. Analysis of the explanted pump showed a mid-sized thrombus on the rotor. The log files and the examination results of the explanted pump were sent to the manufacturer. No additional information is available at this time.

Manufacturer narrative:
Birth year: 1941 the ventricular assist device specialist in (B)(6) reported that a patient called the hospital with high watt alarms and dark urine on (B)(6) 2015. The patient was instructed to come to the hospital and was admitted. The patient's anticoagulation regime was coumadin and was removed from asa due to epistaxis. On admission there was a change in the acoustic sounds of the pump through auscultation of the chest, "high hemolysis parameter" and admitted for suspected pump thrombosis. The hospital completed their own evaluation of the log files. On (B)(6) 2015, the patient had hematuria, there were "intensifying" signs of pump thrombosis with plasma free hemoglobin- 27, ldh- 1700, haptoglobin < 8, and the patient received a device exchange and required hemodialysis. Upon opening the device after explant, there were visible signs of "mid-sized" thrombus on the rotor. As of (B)(6) 2015, the patient remains hospitalized after requiring respiratory ventilation and suffering pneumonia. The patient is in vent weaning protocol now and received a tracheostomy for ventilator comfort. Investigation is ongoing. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A review of the controller log files associated with the event captured in cmp-13054 confirmed the high watt alarms. 27 high watt alarms have been logged since (B)(6) 2015. There have been multiple changes in power limit around the date of event. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 7.1w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Hw20143 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.